Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it appears the patient was treated for adhesions, however it is unclear at this time if the adhesions were directly related to the mesh. Adhesions is a known inherent risk of surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: h11: this supplemental MDR is submitted to document additional information provided and to correct the manufacturing date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records provided, about 1 year 9 months post implant of perfix plug onlay mesh, patient developed pain and underwent mesh explant. Review of manufacturing records confirms product was manufactured to specification. Updated fields: a2, a4, b4, b5, b7, d1, d4 (UDI), e3, g1, g3, g6, h2, h3, h6, h10, h11 corrected field: h4 (manufacturing date) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2014 - the patient underwent surgery for repair of a ventral hernia, a perfix plug was implanted to repair the hernia defect. (B)(6) 2016 - the patient underwent additional surgery to remove the perfix plug, which allegedly failed, and undergo lysis of adhesions. The attorney alleges the patient has suffered and will continue to suffer physical pain and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with a bulge in left lower quadrant and underwent open repair with a perfix plug onlay mesh. Per the operative notes, " the patient was noted to have a large 5 to 6 cm fatty mass consistent with a lipoma and was excised. A small piece of perfix plug onlay mesh directly placed under the anterior fascia as the mesh overlay.¿ (B)(6) 2016 - patient had left lower quadrant pain and underwent mesh removal. Per the operative notes, "I dissected down to the fascia where a small mesh overlay was identified and this was completely removed from the fascia as she feels like it had been causing pain.¿ attorney alleges that the patient had adhesions, nerve damage, pain and emotional injuries.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it appears the patient was treated for adhesions, however it is unclear at this time if the adhesions were directly related to the mesh. Adhesions is a known inherent risk of surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2014 - the patient underwent surgery for repair of a ventral hernia, a perfix plug was implanted to repair the hernia defect. On (B)(6) 2016 - the patient underwent additional surgery to remove the perfix plug, which allegedly failed, and undergo lysis of adhesions. The attorney alleges the patient has suffered and will continue to suffer physical pain and was injured severely and permanently.